Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that several pump stoppages occurred while under battery support. The patient was asymptomatic. The patient was admitted to the hospital. An x-ray image revealed a long driveline internal to the patient with many bends/arcs. The portion of the driveline external to the patient reportedly looked good. A pump exchange was performed on (B)(6) 2018. It was reported that after the pump exchange, the patient expired on (B)(6) 2018 due to multi organ failure. The patient was in poor general condition and the vad coordinator reported that the death was not device related. No additional information was provided.

Manufacturer narrative:
Evaluation of device confirmed driveline damage that would have contributed to the reported pump stops. Upon disassembly of the device, visual inspection of the pump blood-contacting surfaces revealed some post-mortem coagulated fixed blood, however, no evidence of adhered depositions or thrombus formations were identified. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. The pump operated as intended. Review of the submitted log file showed pump stops between (B)(6) 2018, with a majority occurring while the patient was connected to battery power. A pump stop was captured on (B)(6) 2018 while the patient was connected to the power module. Based on previous complaint experience, these events appear consistent with a potential driveline issue. Examination of the driveline revealed rescue tape applied to the outer silicone jacket. No damage to the bionate layer was identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Breakdown of the metal shielding was identified. Visual inspection of the underlying wires revealed an insulation breach on the red wire approximately 2.25 inches from the pump housing. The observed wire damage appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at this location. High potential testing did not reveal any further insulation breaches. If exposed conductors from a damaged wire make contact with the metal braided shield while the device is connected to a tethered power source, the resulting electrical short could result in a low speed or pump stop event as captured in the log file. The evaluation could not confirm damage that would have contributed to the events captured in the log file while the patient was connected to batteries. However, the driveline was not entirely returned. The account reported the patient expired on (B)(6) 2018 due to multi-organ failure. It was reported the patient outcome was not device related (ref. (B)(4)). No further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.